Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Internal corrosion was observed. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak and subsequent corrosion. Due to the internal tear, the external portion of the soft cannula could not be tested for leaks. No damages were observed on the external soft cannula. Corrosion was observed on the commutator cap as a result of the internal leak, resulting in an 0x40 alarm, indicating rotational sensor maximum open count exceeded. The internal tear is confirmed as the root cause of the observed 0x40 alarm. Cracks were observed on the top and bottom housing. The timing and cause of the observed housing cracks could not be determined.

Manufacturer narrative:
Internal corrosion was observed. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak and subsequent corrosion. Due to the internal tear, the external portion of the soft cannula could not be tested for leaks. No damages were observed on the external soft cannula. Corrosion was observed on the commutator cap as a result of the internal leak, resulting in an 0x40 alarm, indicating rotational sensor maximum open count exceeded. The internal tear is confirmed as the root cause of the observed 0x40 alarm. Cracks were observed on the top and bottom housing. The timing and cause of the observed housing cracks could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp3a.251005.004.b2 hardware: pixel 7 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for leaking during wear.